Event description:
In 2006, the primary plif surgery was performed using stryker's implants and mossmesh (at l5/s) from depuy. After the surgery, the patient complained of pain in lower back, and the surgeon found that this pain was from degenerative scoliosis. In 2007, posterior corrective fixation was performed from th10 to s1. In 2008, after the bone fusion was obtained, it was found that the screw at s1 fractured at the middle of threads however, the surgeon had not informed the sale rep. About this event, but he was just monitoring the patient. However, upon monitoring the patient, the surgeon confirmed that the screw was backing out.

Manufacturer narrative:
Return of device has been requested. Investigation is underway. Results will be submitted in a follow-up report.